Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, post-paced t-wave oversensing was noted. The oversensing was noted on a real-time egm. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.